Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections , h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. The investigation surmised that the malfunction occurred due to lamp failure. Furthermore, a probable contributing cause is related to problems traced to the device reaching the end of its useful life or an accidental failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshooting with olympus technical support center, the the customer exchanged the xenon lamp and heat sink assembly from another tower to resolve the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the lamp of the evis exera iii xenon light source was unable to turn on during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.